Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional. This event is post-traumatic. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/11/2018, it was reported to mentor that the devices are non-mentor products and no further investigation will take place and this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).